Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during initial drain. The home patient (hp) stated that no bags became disconnected nor did the hp. The tsr advised the hp to use new supplies after calling the rn and receiving permission to restart therapy. The hp stated that they did not have enough bags for the hc. The tsr advised that if they had manual supplies to use them if the rn says okay. The hp would call the registered nurse (rn). The hp was ending therapy on the hc for tonight. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2011, product surveillance contacted the home patient (hp) regarding the reported event. The hp stated they did not know the cause of the alarm. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated they had no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.